Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the display of her onetouch ultralink meter was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she discovered the alleged issue on the morning of (B)(6) 2010. She informed the cca that she manages her diabetes with insulin (self adjuster). The patient denied taking any action regarding her diabetes management as a result of the alleged issue. Approximately 6 hours after the alleged issue started, the patient claimed she felt shaky, sweaty and was "not able to think." At the onset of symptoms, the patient stated she treated self with food and/or drink. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.